Event description:
A customer contacted beckman coulter inc., (bci) and stated that the synchron lx20 pro clinical system intermittently generated false high sodium (na), potassium (k), and chloride (cl) results. The customer would only supply one example of k result of 4.5mmol/l that repeated 5.8mmol/l. The customer declined to supply any additional information. Multiple attempts were made to obtain the information. No wrong results have been reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Qc information was requested, but not supplied. A field service engineer (fse) performed a preventive maintenance (pm) on (B)(4) 2011. As of (B)(6) 2011, there are no further ise related calls from the customer. A clear root cause of this event is unknown.